Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device wasd in poor condition due to adhesive glue damaging the main pcb lcd and enclosure. Normal wear and tear line cord and drain valve. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and overtemp alarming was observed. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. Replaced main pcb, return tube, float switch, line cord, strain relief, membrane switch, drain valve, air detector bracket, and label set. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and replicated. Root cause was unable to be established due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that someone tried to glue on faceplate, and that the device constantly overheats. There was no additional information available.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device was in poor condition due to adhesive glue damaging the main pcb lcd and enclosure. Normal wear and tear line cord and drain valve. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and overtemp alarming was observed. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. Replaced main pcb, return tube, float switch, line cord, strain relief, membrane switch, drain valve, air detector bracket, and label set. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was confirmed and replicated. Root cause was unable to be established due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that someone tried to glue on faceplate, and that the device constantly overheats. There was no additional information available.